Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The traveler rx device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that a 2.00 x 15 mm traveler rx balloon dilatation catheter (bdc) was selected for the procedure. During preparation (air aspiration) prior to use, when negative pressure was pulled, bubbles were observed in the unspecified indeflator device which indicates a leak. The bdc was not used in the procedure. A new non-abbott bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, functional and scanning electron microscopy (sem) inspections/analysis were performed on the returned device. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.